Manufacturer narrative:
The local area field representative was contacted for additional information. The device was reprogrammed to sense bipolar and pace unipolar. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out of range pacing impedance measurements. The device switched from bipolar configuration to unipolar configuration due to the high impedances. Noise was present in bipolar and unipolar. It was reported the noise has chronically exhibited noise. Boston scientific technical services (ts) discussed troubleshooting options and reprogramming options. No adverse patient effects were reported.